Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 8 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was confirmed - however, the foreign material in the nozzle was unable to be further specified. Moreover, no abnormality was noted during inspection of the device prior to use at the user facility. No information was provided which is judged failure due to misuse by the user. Therefore, the cause of the remaining foreign material could not be presumed from the obtained information. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found foreign material in the biopsy channel, the distal end light guide lens was cracked, the bending rubber glue was cracked and separated, the bending tube was deformed, the connecting tube was scratched, the suction cylinder nut had paint peeling off, the universal cord was wrinkled and scratched, the angulation was out of standard and had play, and the water removal was out of standard. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus, the evis exera iii colonovideoscope had a clog in the working channel. The issue was found during reprocessing. Inspection and testing of the returned device found the biopsy channel was blocked with foreign material. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.